Event description:
As reported, during a study performed using cardiac output/cardiac index (co/ci) measurements from this ico based swan-ganz catheter via philips adaptor, the ci measurement was inaccurate. The value provided by the swan-ganz was 1.0l/min/m2 and by the trans esophageal echocardiography (tee) was 2,1l/min/m2. No treatment was provided based on the inaccurate values. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
The user could not assure the lot number involved, there are two potential lot numbers (64964009 and 64848603). For lot 64964009, device manufacturer date (h4): 2023/04/20 and expiration date (d4): 2025/04/16, for lot 64848603, device manufacturer date (h4): 2023/01/02 and expiration date (d4): 2025/01/31. The manufacturing records were reviewed for both potential lot numbers involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Based on further engineering investigation, as part of the manufacturing process, all the units go through an electrical inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.